Event description:
It was reported, that the air indicator was faulty. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
B3:. Date of event: unknown. No information has been provided to date. Investigation summary: one device was received in good condition, except for the air indicator not working. The device passed all functional testing. The complaint was confirmed, through visual inspection. The air indicator will be replaced and functional testing performed after repairs. The product's history records were reviewed. And there were no non-conformances nor service-related issues, that would have resulted in the reported complaint.